Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: there was no damage to the pump case. The top of the battery cap was damaged, but was able to be used and fully tightened to the pump. The battery cap contact height was out of specification, but the width was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.